Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high capture threshold. The lead was not used, and the physician opted to implant a dual chamber implantable cardioverter defibrillator. The patient was stable.